Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was btt and is now a destination therapy status due to increased weight gain. The patient had developed a percutaneous lead infection about 3 weeks prior to coming into the hospital for further assessment and it was suspected that the infection was growing up the percutaneous lead. During the evaluation the echo revealed good flow but it was noticed that there was either vegetation or thrombus around the inflow conduit. A (B)(4) study to assess unloading of the left ventricular was not done. Additional information from the patient's wife noted that the patient has had a few tia episodes in the past 24 hours. (B)(4) states that the patient was sub-therapeutic with inrs in the range of 1.2-1.4, and current inr of 2.90, with power speed previously in the 7 range and currently in the 9.9 range. The manufacturer's clinical representative instructed the hospital to submit log files, consider a (B)(4) study and CT to determine unloading capabilities and possible obstruction to the inflow conduit or the outflow graft, as well as lab work for hemolysis.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.